Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event

Event description:
It was reported that the bsn representative was unable to establish a connection with the patient's ipg. It was also noted that the patients battery was non-functional. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively and have a good programming with all the pain areas covered. The explanted ipg was not returned.